Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.